Event description:
New information received notes the failure to capture was only observed on the lead.

Manufacturer narrative:
Correction: section h6: removing "failure to capture" coding on the pacemaker.

Event description:
It was reported that the patient experienced symptoms of heart failure. It was noted that cardiac perforation was observed on the right ventricular (rv) lead. Pericardial effusion was noted but no additional intervention was performed to address the effusion. Failure to capture was also observed. The rv lead was explanted and replaced. A new rv lead was implanted in the left bundle branch artery (lbba). After the new rv lead was implanted the set screw on the pacemaker would did not tighten so the generator was also replaced. The patient was stable during and after the procedure.